Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent cystourethroscopy with right retrograde pyelogram, ureteroscopy, and laser endopyelotomy with placement of 7x26 french stent on (B)(6) 2010 due to right flank abdominal discomfort with a duplex right intra-renal collecting system and suggestion of obstruction in the lower pole moiety. It was reported that patient underwent removal of double j ureteral stent and cystourethroscopy on (B)(6) 2010 due to right flank and back discomfort. It was reported that patient underwent placement of double j ureteral stent on (B)(6) 2010 due to poor emptying of the right intra-renal collecting system and moderate hydroureteronephrosis of the duplex right collecting system. No additional information was provided. (B)(4).